Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset of the event. The cause and outcome of the peritonitis was unknown. On the same day as onset, the patient began treatment with cefazolin (1 gram, intravenously [stat] and ceftazidime (1 gram, intravenously, twice daily). At the time of this report, the antibiotic treatment was ongoing. At the time of this report, pd therapy was ongoing. No additional information is available.